Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, device history record, specifications, trends and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the tubing was separated from the purple hub. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. We will continue to monitor for similar complaints. However, measures have been previously conducted to address this issue. Per the health risk assessment no further action is required.

Event description:
It was reported that during a basilic vein procedure, a PICC line had a crack. The crack was noticed when the user wanted to connect the PICC line to the child. The crack was between the 'tubing' and the catheter's end making it impossible to infuse the child. Therefore, the PICC line had to be retrieved. The patient did not experience any additional adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a basilic vein procedure, a PICC line had a crack. The crack was noticed when the user wanted to connect the PICC line to the child. The crack was between the 'tubing' and the catheter's end making it impossible to infuse the child. Therefore, the PICC line had to be retrieved. The patient did not experience any additional adverse effects due to this occurrence.